Event description:
Surgical intervention required to remedy high impedance condition caused by poor connection of lead and pulse generator. Although there was believed to be no problem with the pulse generator, it was replaced with a newer model.